Event description:
Reference number: (B)(4). Event occurred in the canada. It was reported that the patient was hospitalized on 14-oct due to high blood glucise level and reported issue with the pump. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.